Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400mg/dl which was treated with bolus a couple of times and manual injection. Customer¿s current blood glucose was 65mg/dl and also had 350mg/dl. Customer alleged for possible pump under delivery. Customer reports insulin did not exit at quick release. Customer stated that they are not getting insulin so customer¿s blood glucose was high, had bent cannula. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0868 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.(B)(4).